Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas 6000 e601 module. Allegedly, there were "a few samples" with hbsag results of approximately 1.37 coi (reactive). Suspecting an issue, the customer re-ran the tests on another cobas e 601 system, which yielded non-reactive results. No specific data was provided.

Manufacturer narrative:
The reagent lot number was 81282601. The expiration date was not provided. The investigation found there was overdue maintenance. The customer had stopped operating the system for a period of time. The replacement of the measuring cell and other customer maintenance were not performed prior to the customer resuming operation of the analyzer. The investigation determined that the event was due to the missing/overdue maintenance actions.